Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not deploy correctly. Used side bitter to complete case. No patient harm and nothing left in patient. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25153151, 25151996, and 25150767; the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for lots 25153151 and 25151996. There was one ncmr reported for lot#25150767, which is not related to the reported event. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the left delivery device. The white plunger was not visible in the photograph. The tension spring assembly was observed in the delivery device but not in its normal position. Based on the photographic inspection, the reported failure "activation problem" was not confirmed

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not deploy correctly. Used side bitter to complete case. No patient harm and nothing left in patient. The hospital did not report any patient effects.